Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2022 . H6: investigation summary a complaint of tubing breaking was received from the customer. The packaging of the set was returned. The defect could not be confirmed. A device history record review for model 30262e lot number 22069585 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 28jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ extension sets' tubing broke during use. The following information was provided by the initial reporter: "tubing broke".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ extension sets' tubing broke during use. The following information was provided by the initial reporter: "tubing broke".